Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear damaged. A root cause for the reported dislodged cannula could not be determined. Inspection of the cannula assembly did not find it bent, kinked, or damaged, and fluid was able to flow through the fluid path with no signs of struggle. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels read high >500 mg/dl, while wearing the pod longer than 48 hours on the abdomen. Upon removal, it was noticed that the cannula had dislodged from the infusion site and was bent. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.